Event description:
It was reported that during setup, the patient interface had no stimulation response. The hardware setup was verified before use. Surgeon didn't observe muscle movement from probe stimulation, hear the current delivery tone, or see a measured current on screen during the event. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that the impedance self-test of stim1 failed interface pcb failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.